Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an oozing rash on their shoulder from the lifevest equipment. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.